Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. When patient completed treatment and was removing the cassette, patient noticed the inside of the cycler was very wet. Patient could not identify leak location. Patient had no adverse effects. Sample has not been returned to the manufacturer.